Event description:
The device was used during a prostatectomy procedure. Reportedly the prostate was resected and placed into the bag. The ring handle was cinched and instrument shaft and ring were removed from the trocar. The bag was brought through the level of the skin and then the prostate tore out through the bottom of the bag. A larger incision had to be made in order to insert a second device to remove the specimen.